Event description:
The balloon burst at 12 bar which is less than the maximum recommended pressure. During the retrieval, the balloon was broken at the core and consequently the device separated in 2 parts. The distal part of the core was removed from the patient using a snare device due to sub-clavian emboli formation the proximal part of the core was withdrawn normally because it was on the catheter.